Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post-implant the right ventricular (rv) lead dislodged which resulted in the lead oversensing atrial activity and delivering inappropriate shocks. The lead has been explanted and replaced. No further patient complications have been reported as a result of this event.